Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colon resection, a small grey plastic part from the device jaws broke off and fell into the pt cavity. The part was retrieved and there was no injury to the pt.